Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received analyzer alarms indicating issues with the probe pipetting and liquid level detection (lld). The customer also received questionable "0" results for an unknown number of patient samples. The customer investigated and found the probe was dirty and had gel on it. The customer cleaned the probe and ran qc which was acceptable. The customer then retested around 80 samples from the first "0" result and the results were then acceptable. Specific data was requested but was not provided. The initial erroneous results were visible in the hospital information system but were corrected within two hours. There was no allegation of an adverse event. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.